Event description:
Dr. (B)(6) reported that a glidewell ht implant failed. Reportedly the patient presented for implant placement on (B)(6) 2025 on tooth position #19. On (B)(6) 2026 the patient presented with pain and abnormal bone loss around the implant. Reportedly the patient was in the healing process, and the implant did not fuse to the bone. The provider determined that the implant had osseointegration issues and removed the implant. The patient's bone quality was reported as type ii and their oral hygiene is good. No permanent injury was reported.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).